Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Medical device problem code and component code were updated. Reference to complaint # (B)(4).

Manufacturer narrative:
There are no previous complaints on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 08/05/2024, zyno medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi occlusion-needle to be recalibrated from 266-250. No patient was involved.